Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted due to infection. No additional adverse patient effects were reported. The product is not expected to return.